Manufacturer narrative:
Multiple attempts have been made to try to obtain further information about this case but no response received from the customer. This file is closed and can be reopened if new information becomes available.

Event description:
Philips received a complaint by the customer on the v60 indicating that the unit would not go into standby. The device was in use on a patient at the time the reported issue was discovered; however, there was no harm to the patient or user. It was reported that the unit would not go into standby. The remote service engineer (rse) and customer verified that the average air was reading -0.5 standard liter per minute (slpm) in diagnostic code. The rse stated that the customer was in 3.20 software and will attempt to zero calibrate the flow sensor. The investigation is ongoing.